Event description:
It was reported that the patient fell about six weeks ago. About 10 days prior to the report the patient experienced a loss of therapeutic effect. The patient was seen in the clinic. There was impedance readings >2000 ohms on some or all bipolar pairs (pairs were not specified). The patient status was reported as good. The healthcare provider was considering further troubleshooting. Additional information has been requested, but was not available as of the date of this report.